Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "a" and ECG "b" to the front therapy electrode was pulled from the strain relief, damaging the j703 connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.